Event description:
Xcela power injectable port was explanted on (B)(6) 2014. Pre and post images were obtained. Patient noted had raised area under incision line after discharge. Patient returned to ir on (B)(6) 2014. Plastic connector which connects the catheter to the port was noted to be retained in the patient and removed. Connector is radiotransparent.